Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 141946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma and salivary gland operation. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives and swelling nos. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), dyspepsia ("digestion issues / digestive pain") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), pain ("physical pain"), alopecia ("hair loss") and groin pain ("groin ache"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspepsia and alopecia was resolving and the menorrhagia, vaginal haemorrhage, pain, constipation and groin pain outcome was unknown. The reporter considered alopecia, back pain, constipation, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, groin pain, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014-after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the left. On (B)(6) 2014-findings were the right essure device was seen, the hysteroscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. On (B)(6) 2016-she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. On (B)(6) 2016-review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: tubes were blocked. On (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. On (B)(6) 2016 patient had pathology report resulted in uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy -secretory endometrium. -cervix with nabothian cyst and benign endocervical polyp. -myometrium with leiomyoma and adenomyosis. -unremarkable serosa. -bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr- case became incident in follow up, lot number received. Reporter added, patient historical and concomitant condition added, concomitant drug added, lab data added. Events added as follows:- genital haemorrhage,vaginal haemorrhage, menorrhagia, dysmenorrhagia, fatigue, gastrointestinal pain, constipation,alopecia,pelvic pain,back pain,device use issue,groin pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube/ removal of a migrated non impacted implant"), device breakage ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils"), pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 141946(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma, salivary gland operation, depression, tiredness, bleeding menstrual heavy, premenopausal menorrhagia, heart attack, emphysema, stroke, colon cancer, endocervical polyp, nabothian cyst, uterine leiomyoma and adenomyosis. On (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. Previously administered products included for an unreported indication: pristiq. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives, swelling nos, non-tobacco user, constipation, groin pain, benign polyp of uterus, abdominal pain, ovarian cyst and indigestion. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) : menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia) : vaginal bleeding"), gastrointestinal pain ("digestion issues / digestive pain"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain ("physical pain") and groin pain ("groin ache"). The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pain and groin pain outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, back pain, gastrointestinal pain and constipation had resolved and the fatigue and alopecia was resolving. The reporter considered alopecia, back pain, constipation, device breakage, dysmenorrhoea, embedded device, fatigue, gastrointestinal pain, genital haemorrhage, groin pain, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014-after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the ieft. 3 coils on the left side and one coil on the right (B)(6) 2014-findings were the right essure device was seen, the hysterscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. (B)(6) 2016-she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. (B)(6) 2016-review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. On (B)(6) 2016 and (B)(6) 2016 total hysterectomy and bilateral salpingectomy was done. (Discrepancy in dates) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: tubes were blocked; on (B)(6) 2014: results: tubes were blocked. Ultrasound scan - on (B)(6) 2016: right ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, dysmenorrhea and pelvic pain, device breakage, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs and mr received: reporter, medical history added. Event outcome of -pelvic pain, back pain, cramping, abnormal bleeding, digestive issues and constipation were updated from recovering \resolving to recovered \resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube/ removal of a migrated non impacted implant"), device breakage ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils"), pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 141946 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma, salivary gland operation, depression, tiredness, bleeding menstrual heavy, premenopausal menorrhagia, heart attack, emphysema, stroke and colon cancer. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives, swelling nos, non-tobacco user, constipation, groin pain and benign polyp of uterus. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal pain ("digestion issues / digestive pain") and constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) : menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia) : vaginal bleeding "), pain ("physical pain"), alopecia ("hair loss") and groin pain ("groin ache"). The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy), surgery (single site robotic assist total hysterectomy with bilateral salpingectomy) and surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pain and groin pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, back pain, fatigue, gastrointestinal pain, constipation and alopecia was resolving. The reporter considered alopecia, back pain, constipation, device breakage, dysmenorrhoea, embedded device, fatigue, gastrointestinal pain, genital haemorrhage, groin pain, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014: after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the left. (B)(6) 2014: findings were the right essure device was seen, the hysteroscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. (B)(6) 2016: she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. (B)(6) 2016: review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: tubes were blocked. On (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. On (B)(6) 2016 patient had pathology report resulted in uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium. Cervix with nabothian cyst and benign endocervical polyp. Myometrium with leiomyoma and adenomyosis. Unremarkable serosa. Bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, dysmenorrhea and pelvic pain, device breakage, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received - reporter information updated. Outcomes of events constipation, abnormal bleeding (vaginal/menorrhagia) : menorrhagia and abnormal bleeding (vaginal/menorrhagia) : vaginal bleeding from unknown to recovering / resolving. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube/ removal of a migrated non impacted implant'), device breakage ('bilateral fallopian tubes with fragmented/disrupted/kinked essure coils'), pelvic pain ('severe and persistent pelvic pain / physical pain') and genital haemorrhage ('abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 141946(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma, salivary gland operation, depression, tiredness, bleeding menstrual heavy, premenopausal menorrhagia, heart attack, emphysema, stroke, colon cancer, endocervical polyp, nabothian cyst, uterine leiomyoma and adenomyosis. On (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. Previously administered products included for an unreported indication: pristiq. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives, swelling nos, non-tobacco user, constipation, groin pain, benign polyp of uterus, abdominal pain, ovarian cyst and indigestion. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ back aches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia) : menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia) : vaginal bleeding"), gastrointestinal pain ("digestion issues / digestive pain"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), groin pain ("groin ache/ groin pain"), complication of device insertion ("device failed in insertion?were you awaketo know? I had two fails"), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), fibrosis ("small fibrosis"), ovarian cyst ("cyst on right ovary"), flatulence ("gas pain in abdomen"), diarrhoea ("a lot of diarrhea"), menopause ("menopause"), flank pain ("side pain") and headache ("headaches"). The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, complication of device insertion, abdominal pain, arthralgia, fibrosis, ovarian cyst, flatulence, diarrhoea, menopause, flank pain and headache outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, back pain, gastrointestinal pain, constipation and groin pain had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, complication of device insertion, constipation, device breakage, diarrhoea, dysmenorrhoea, embedded device, fatigue, fibrosis, flank pain, flatulence, gastrointestinal pain, genital haemorrhage, groin pain, headache, menopause, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014-after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the ieft. 3 coils on the left side and one coil on the right on (B)(6) 2014-findings were the right essure device was seen, the hysterscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. On (B)(6) 2016-she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. On (B)(6) 2016-review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. On (B)(6) 2016 total hysterectomy and bilateral salpingectomy was done. (Discrepancy in dates) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: tubes were blocked; on (B)(6) 2014: results: tubes were blocked. Ultrasound scan - on (B)(6) 2016: right ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, dysmenorrhea and pelvic pain, device breakage, device embedded. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: abdominal pain, joint aches, fibrosis, cyst on right ovary, gas pain in abdomen, diarrhea, menopause, flank pain, headaches". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media was received. Event added from pfs- device insertion failed, abdominal pain, joint aches, fibrosis, cyst on right ovary, gas pain in abdomen, diarrhea, menopause, flank pain, headaches. Events outcomes were updated. On 2-dec-2019: no new information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube/ removal of a migrated non impacted implant"), device breakage ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils"), pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 141946 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma, salivary gland operation, depression, tiredness, bleeding menstrual heavy, premenopausal menorrhagia, heart attack, emphysema, stroke and colon cancer. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives, swelling nos, non-tobacco user, constipation, groin pain and benign polyp of uterus. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 201, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), dyspepsia ("digestion issues / digestive pain") and constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), pain ("physical pain"), alopecia ("hair loss") and groin pain ("groin ache"). The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy), surgery (single site robotic assist total hysterectomy with bilateral salpingectomy) and surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, menorrhagia, vaginal haemorrhage, pain, constipation and groin pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspepsia and alopecia was resolving. The reporter considered alopecia, back pain, constipation, device breakage, dysmenorrhoea, dyspepsia, embedded device, fatigue, genital haemorrhage, groin pain, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014-after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the ieft. (B)(6) 2014-findings were the right essure device was seen, the hysterscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. (B)(6) 2016-she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. (B)(6) 2016-review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: tubes were blocked on (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. On (B)(6) 2016 patient had pathology report resulted in uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy -secretory endometrium. -cervix with nabothian cyst and benign endocervical polyp. -myometrium with leiomyoma and adenomyosis. -unremarkable serosa. -bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea and pelvic pain, device breakage, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube/ removal of a migrated non impacted implant"), device breakage ("bilateral fallopian tubes with fragmented/disrupted/kinked essure coils"), pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 141946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had 4 coils inside of me". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1999 and (B)(6) 2002), premenstrual dysphoric disorder, lightheadedness, dizzy, palpitations, menarche (age was 12), cholecystectomy, parotid tumor, tonsillectomy, adenoidectomy, perimenopausal symptoms, anxiety, asthma, pleomorphic adenoma, salivary gland operation, depression, tiredness, bleeding menstrual heavy, premenopausal menorrhagia, heart attack, emphysema, stroke, colon cancer and beestings allergy. Concurrent conditions included obesity, urine incontinence, penicillin allergy (hives), frequency urinary, benign polyp of uterus, hives, swelling nos, non-tobacco user, constipation, groin pain and benign polyp of uterus. Family history included diabetes (father), heart disease, unspecified (father), myocardial infarction (father), hypertension (mother and father), hypercholesterolemia (father), thyroid disorder (mother), bladder cancer (mother), type ii diabetes mellitus (father), hyperlipidemia (father), thyroid disorder, stroke (paternal grandfather), emphysema (maternal grandmother), heart disease, unspecified (father) and lipids nos (father). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), dyspepsia ("digestion issues / digestive pain") and constipation ("constipation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), pain ("physical pain"), alopecia ("hair loss") and groin pain ("groin ache"). The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy), surgery (single site robotic assist total hysterectomy with bilateral salpingectomy) and surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, menorrhagia, vaginal haemorrhage, pain, constipation and groin pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspepsia and alopecia was resolving. The reporter considered alopecia, back pain, constipation, device breakage, dysmenorrhoea, dyspepsia, embedded device, fatigue, genital haemorrhage, groin pain, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014-after successful placement of the right essure coil, attention was then turned to the left tube. The device was placed and misfired and did not release the device. Unfortunately we did not have any more devices in the office. She will be rescheduled for another essure on the ieft. (B)(6) 2014-findings were the right essure device was seen, the hysterscope visualized the left tube and the first device did not fire. A second device was place and appeared to have one trailing coil. (B)(6) 2016-she is concerned that she has read recent information on the essure coils migrating and that her xray results may indicate this. (B)(6) 2016-review of her records and review of the hysterosalpingogram that was performed following the essure placement reveals abnormal placement of the essure device with what appears to be 3 coils on the left side and one coil on the right. We had discussed options for further management in detail with the patient. It is possible that the essure coils in the wrong position may be contributing to the patient's chronic pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: tubes were blocked on (B)(6) 2014 patient has transvaginal ultrasound resulted in uterus-anteverted, no abnormalities seen. Right ovary-unremarkable. Left ovary-3.2 cm cyst. Sonohysterogram-after saline infusion, no abnormalities were seen. On (B)(6) 2016 patient had kub resulted in there are 3 essure type tubal ligation devices in the left pelvis. One of these parallel each other and are in close proximity in the view at the level of the hip joints, the third left-sided essure device was present slightly superiorly overlying the left aspect of the mid sacrum. The single essure device on the right is at the level of the hip joint. On (B)(6) 2016 patient had pathoogy report resulted in uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy secretory endometrium. Cervix with nabothian cyst and benign endocervical polyp. Myometrium with leiomyoma and adenomyosis. Unremarkable serosa. Bilateral fallopian tubes with fragmented/disrupted/kinked essure coils penetrating the wall of left fallopian tube concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: mnorrhagia, dysmenorrhea and pelvic pain, device breakage, device embedded. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event essure embedded device & device breakage are added. Concomitnat condition and drugs are added. Historical drugs and conditions are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.